Event description:
The reporter stated that all buttons on the accuchek spirit combo insulin pump were non-functional. No adverse event reported. Requested return of the device.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The down button is permanently active due to an external mechanical damage. It is not possible to confirm the triggered e8 error message (power interrupt). Due to the permanently activated down button, the other buttons do not respond to commands.